Event description:
It was reported that the patient saw an elective replacement indicator (eri) message. The patient stated that her stimulator was not working. The patient reported that her stimulator quit working on the night prior to report. The patient reported that she was getting ¿nothing from it.¿ the patient stated that she changed the batteries in the patient programmer and used it to check the implantable neurostimulator (ins) and was seeing a doctor screen with an eri message.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).